Event description:
It was reported that during a percutaneous coronary intervention procedure, the marker band moved. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. During the first inflation of the 2.50x15mm apex monorail balloon catheter, the balloon dilation was successfully completed. However, the physician felt that the proximal marker was moved under fluoroscopy during post dilation at 10 atms after stent deployment. The procedure was successfully completed with this device with no pt complications reported. The patient's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.